Manufacturer narrative:
(B)(4)

Event description:
It was reported that low pacing lead impedance was observed during device check. Rechecking the lead during device change-out due to eri was recommended. No further information was available.